Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient has a uti and started taking medication for it yesterday. On (B)(6) 2017, patient still had a uti. No device issue and no further patient complications have been reported as a result of this event.